Event description:
It was reported that the patient experienced four infusion sets falling off during use due to adhesive issues on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-47553 / initial 3 of 4. E1: name: (B)(6). Country: united states of america.street: (B)(6). Street 2: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.